Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the user was unable to connect the adaptor to aquapak bottle. Therefore, the adaptor was replaced with a new one". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned by the customer and sent to the manufacturing site for investigation. The manufacturing site reports "one 040 adaptor was received for evaluation. Lot and material number of adaptor received cannot be confirmed because adaptor packaging was not returned. The number "60" was embossed in the plastic inside the adaptor. The adaptor body was white and the snap cap was clear. The adaptor had a sleeve around the throat and whistle area of the adaptor. No water bottle received for evaluation. Performed manual whistle test: flowmeter was set to 2 l/min and complaint sample adaptor whistled at about 8 psi; part passes. In functional test, the adaptor made a stable connection to the bottle and the snap cap made a stable connection to the flowmeter. The flowmeter was set to 9 l/min, bubbles observed in the bottle, and no whistling occurred. Complaint "unstable connection-adaptor' not confirmed as reported with the adaptor sample submitted."

Event description:
It was reported that "the user was unable to connect the adaptor to aquapak bottle. Therefore, the adaptor was replaced with a new one". No patient involvement reported.